Event description:
It was reported that on 05 march 2024, a 29mm navitor vision valve was chosen for implant, using large flexnav delivery system. The native annulus perimeter was measured to be 84.3mm. Pre-implantation balloon-aortic valvuloplasty (pre-bav) was performed using a 24mm non-abbott balloon. The valve was implanted with a starting implant depth of 1mm on the non-coronary cusp (ncc) and left-coronary cusp (lcc). After release, the valve was noted to embolize to 3-4mm above the annular plane. It was noted that there was sufficient calcium to allow anchoring of the device. The valve was snared above the annulus. Another 29mm navitor vision valve was successfully deployed. The patient was reported to be discharged. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device embolization and improper or incorrect procedure or method was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from field indicated that there were no intra-procedural difficulties, the implant depth was 3-4mm from the non-coronary cusp at release, there was sufficient calcium to allow anchoring of the device in the opinion of the user, there were no deployment or retraction difficulties, the valve appears to be correctly sized based on the provided annular dimension, and the patient's aortic angle was 50 degrees. Based on the available information, the root cause of the reported event could not be conclusively determined. The reported improper or incorrect procedure or method is related to the user snaring the valve after deployment. There is no indication of a product quality issue with regards to manufacture, design, or labeling.